Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on (B)(6) 2017, the tubing was kinked.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. One decontaminated sample with unknown lot number was received for evaluation. After performing visual inspection per procedure, the condition reported was not confirmed. Corrective actions are not applicable at this time. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on (B)(6) 2017, the tubing was kinked.

Manufacturer narrative:
Samples were not received for the investigation. The device history record was reviewed and indicated that the product was released accomplishing all quality standards. Because a sample was not returned, we were unable to perform a follow up investigation to include functional and visual evaluations to confirm the issue and root cause analysis. A corrective action is not applicable at this time. Functional testing and visual inspections are being performed according to our current quality standards and inspection procedures. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.